Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, bleeding lcd glass and missing end cap sticker.

Event description:
It was reported by the customer that their insulin pump was alarming motor error. Customer stated they were attempting to bolus when the alarm occurred. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 188 mg/dl at time of reporting. Nothing further reported.